Event description:
An event was reported of a trial patient having an infection in the epidural space. The patient's physician stated that the infection is not related to the patient's trial. The patient was treated with antibiotics.

Manufacturer narrative:
Additional suspect medical device products involved in the event: model # sc-2138-50t, phase iii linear lead - (50cm). The explanted materials were discarded by the medical facility. This is the final report.